Event description:
The customer reported that the device had an ovp circuit failure. It was unknown how the issue was found. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 07/06/2022, 08/08/2022, 09/07/2022 and 10/10/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The service engineer performed troubleshooting, and ran the drpta report, it was noted that they were unable to obtain the report due to the file type. The se then reported that they were unable to reproduce reported problem, however, per the service manual, if the ovp circuit failure problem occurs, both the motor controller, and power management pcba boards will need to be replaced. The investigation is ongoing.